Manufacturer narrative:
Three (3) bags were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed on the three bags identified leaking from all three port tubing welds for all three samples. The reported condition was verified for the three returned samples. The cause of the condition was determined to be insufficient sealing during manufacturing. This issue is being further investigated. A batch review was performed and it was found that one unit failed leak testing during manufacturing due to a damaged machine component. The component was replaced and all affected units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml exactamix eva tpn bags had leaked from the bottom of the bags. This event occurred before use of the device. There was no patient involvement. No additional information is available.